Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing on the right ventricular (rv) lead. The lead was found to have t-wave oversensing (twos) on stored electrocardiograms (egms). The lead remains in use. No further patient complications have been reported as a result of this event.